Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 alarmed low minute vent volume while connected to a patient. As an intervention, they suctioned the patient and placed ventilator back on, but the device still alarming alerting of low min vent. They bagged the patient until new MRI arrived and x-ray was taken endotracheal tube (ett) appears to be in good placement. At this time, there is no information regarding patient harm associated with the reported event.